Event description:
Facility alleges blood leak during dialysis. Rn reports leak occurred at start of dialysis. Machine alaarmeed, treatment stoopped. Estimated blood loss 250cc. Treatment restarted with new dialyzer. No further problems reported.